Event description:
It was reported that the patient had been in for programming or adjustments several times after she was implanted and it had been possible to get ¿good control¿ of the patient¿s essential tremors. However, the settings did not hold and although the unit was turned on, the patient¿s symptoms ¿suddenly¿ returned, anywhere from 15 minutes to a few days. The patient¿s healthcare provider did not seem to know what was wrong but the reporter felt there was a problem with the unit itself, an electrical short ¿etc¿. The patient reportedly went through an ¿extremely painful, brutal surgery¿ to have the procedure, only for it to be ¿as bad now as before the surgery¿. The reporter indicated that since it was possible to get good results at times, but only to have had the control deteriorate over time (sometimes a very short time period), it appeared this was not the patient but the unit itself. This reportedly ¿needed to be corrected¿. The patient¿s tremors had ¿greatly impacted¿ her activities of daily living (adls); her speech got significantly worse after one of the adjustments to the point she could barely speak (which reportedly improved about (B)(6)% after the next adjustment). The patient was reportedly getting ¿very depressed and anxious¿, which was ¿certainly understandable¿. It was noted that ¿an electrical malfunction was obviously not out of the question¿. The reporter wanted someone to check out the patient¿s unit. If additional information becomes available, a follow-up report will be made available.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).